Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent along its length. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had kinks and offset coil winds. The pusher assembly was unable to advance through a 0.0159¿ ring gauge due to the bends on its length. Conclusions: evaluation of the returned smart coil revealed a kinked device with offset coil winds. If the pusher assembly mid-joint is positioned proximal to the introducer sheath friction lock, resistance may be experienced. If the smart coil is forcefully advanced against resistance, damage such as kinks and offset coil winds may occur. During the functional testing, when attempting to advance the smart coil through its introducer sheath, resistance was experienced and the embolization coil was unable to advance. Further investigation revealed bends on the pusher assembly. Based on the reported complaint, the bends were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil through the initial position inside its introducer sheath and, therefore, the smart coil was removed. The physician then attempted to advance the smart coil out of its introducer sheath outside of the patient, however, was still unable to advance the coil. Therefore, the procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.